Event description:
During an atrial fibrillation procedure, the ultrasound catheter was bent and fractured during the intertrochanter procedure. There were no pieces that remained in the patient. The catheter was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. The catheter shaft was noted to be bent, however no fracture was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed bend and reported fracture remains unknown.